Event description:
It was reported that during a lap procedure, they were unable to insufflate the device. They used a different port. The procedure was completed without any pt consequence reported.

Manufacturer narrative:
Date sent: 09/10/2008. E9f533 (batch # for device b); exp date: 05/2013. (Device b) MFR date: 06/2008 (device b). Reset button and bullet failure to retract. Eval summary: instrument a was returned in good visual condition; the stopcock was visually inspected and no anomalies were noted. The instrument was leak tested and passed. Additionally, the instrument was functionally evaluated and in some occasions, the bullet failed to return to the original position upon cutting and advancing through the skin test media, thus leaving the blade exposed upon advancement. In some other occasions, the reset button did not return to its original position. However, the bullet covered the blade. A preliminary investigation process has been initiated to address the bullet and reset button retractions. Instrument b was returned in good visual condition. The stopcock was fully functional. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.